Event description:
I wanted permanent birth control. Dr (B)(6) suggested essure. It sounded perfect. It was supposed to be pain free. Well right away when he went to insert coil. The pain was the worst pain I have ever felt. Worse than child birth and having my gallbladder removed. The way it was almost kicked out. I cried. I was supposed to wait after. I didn't. I had my man with me and was like let's go. I was supposed to go in to make sure the procedure worked. I was scared. I eventually went in and they said everything was fine. Right away I had pains. I just thought because of the procedure I had bad cramps now and at weird times. Plus I've been waken up out of my sleep because of weird pains in my pelvic area. I didn't even put it together until recently. And now I went back to that doctor for the pain and I'm scheduled for a hysterectomy. So I decided to read reviews on him and they aren't very good. I'm searching for a new doctor and going for a second opinion. Since essure, I've been in constant pain, cramps all the time. Irregular periods, headaches that last for days before period. I also feel that it dampers with my sex life. But I think essure is bad and the doctor was careless. Dr. Hurt me during procedure. The procedure hurt.